Event description:
The customer reported that the system is displaying error messages. No pt was involved, no injury was reported.

Manufacturer narrative:
The ge svc rep turned off the on/off switch located on the back side of the table tower. He ensured the x-ray tube was in the "locked " and "ready" to make x-rays position. He turned on both power circuit breakers on the wall near the control console. The system booted without any errors. The function was checked, and the system performed as desired.